Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2001. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that patient had a sling implanted for stress urinary incontinence on (B)(6) 2001. The patient had several procedures to trim mesh due to protrusion and had mesh removed on (B)(6) 2004 due to pain and erosion.

Manufacturer narrative:
(B)(4)